Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the electronic gas delivery system could not be calibrated. Manual use of the gas system remained available. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.